Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. While at school, the patient felt nauseated and the cgm displayed low. The school called emergency medical services who transported the patient to the hospital. Upon arrival to the emergency department, a bg was performed which was 340 mg/dl. The patient was treated with an unspecified dose of novolog insulin. The patient was monitored for 12 hours and released home without further issues. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.